Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016 without anomaly. The patient died a few days after the implantation (the exact date of death was not provided).

Manufacturer narrative:
The explantation date of the subject pacemaker has been provided ((B)(6) 2016). The b3 field has been corrected and d7 field has been updated, accordingly.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016 without anomaly. The patient died a few days after the implantation (the exact date of death was not provided).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016 without anomaly. The patient died a few days after the implantation (the exact date of death was not provided).